Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2022-16280. Related manufacturer reference number 1627487-2023-00533. It was reported that patient¿s ipg was deemed inoperable after an unrelated surgical intervention. During the ipg replacement the leads were explanted and replaced for optimal therapy. Effective therapy was restored post operatively.